Event description:
It was reported that during a laparoscopic gastric bypass procedure, leakage of the trocars. Bm53, usage co2 636 liter. Only the 12 mm trocars had leakage, no leakage on the 5 mm trocar. Stickers on the trocars, gauze around the trocars, rotation of the trocars: all had little effect, leakage still continued. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Event description:
On (B)(6) 2010, the patient underwent repair of an abdominal aortic aneurysm. After implanting a trunk-ipsilateral leg component, the physician tried to cannulate; however, after several attempts was unable to and performed an unplanned aorto-uni-iliac, using a second trunk-ipsilateral leg component. While ballooning the proximal end of the first implanted trunk-ipsilateral leg component with a qxmedical balloon, the balloon was overinflated and the patient's aorta dissected. The patient was converted to open repair. Both gore excluder aaa endoprosthesis were explanted and discarded. On (B)(6) 2010, the patient's bowel became ischemic. Later that evening, the patient's kidneys began to shut down. The patient expired on (B)(6) 2010. The physician stated the cause of death to be ischemic bowel, kidney failure and cardiomyopathy.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned with gauze around the universal seal and the sleeve; once the gauze was removed the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.